Manufacturer narrative:
(B)(4). Batch # n90z2y. The device was received the upper jaw damaged at the proximal side. In addition, the iblade upper tip was broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a recto sigmoid repair procedure, the device was used for approx ten minutes, then doctor withdrew the device from patient and noticed that the jaws had separated a bit from the shaft (didn't fall off, just came apart from the shaft). Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Two of the returned devices used in the surgical procedure were confirmed to have damaged I-blades and top jaws. This type of damage is consistent with advancing the I-blade too quickly through thick and fibrous tissue without allowing the device to denature the tissue enough prior to I-blade advancement. It should be noted that both of the devices were found to have dried body fluids on the jaws indicating that both devices were used on tissue in the surgical procedure which is contradictory to what was originally reported with the second device.